Event description:
It was reported via repair work order that the foot end of bed would not lower due to malfunctioned hi/low actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.